Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during an initial drain. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) instructed the hp to cycle the power to clear the alarm. The tsr explained the alarm and reviewed proper procedures with the hp. The hp planned on using new supplies to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.